Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. It is common practice to give antibiotics as precaution in case of such an event. No further info is expected for this specific event and the case is considered closed. The root cause of these reports are being investigated and addressed through a CAPA process.